Manufacturer narrative:
(B)(4).

Event description:
Ed physician has an issue with the wire kinking in their custom triple lumen cvc kit. Little information at this time other than knowing the wire kinked and the physician had to open a second kit. No patient injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Ed physician has an issue with the wire kinking in their custom triple lumen cvc kit. Little information at this time other than knowing the wire kinked and the physician had to open a second kit. No patient injury.